Manufacturer narrative:
The device history records were not reviewed, as the lot number was unk. The sample has been returned to the manufacturing site and the investigation is currently underway.

Event description:
It was reported that the catheter of a 7x4 pta balloon dilatation catheter used in a fistula allegedly ruptured after one inflation to 22 atms. The catheter was removed in one piece. No pt injury.